Event description:
It was reported the the 9800 system had error message on the right monitor. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was reinstalled during the service call. The system was tested and found to be working as intended and put back into service.